Event description:
It was reported that, "as far as I can recall, the surgical procedure went well and the technique was followed for placement of screws, rods and locking caps. Post-op x-rays confirmed that the grade one spondy had been reduced with the use of the 'reduction tool.' The locking caps may have been taken to the 'final tightened' position more than twice during the reduction. Following the surgical procedure of a single level instrumented tlif fusion with radius screws, the pt presented at 3 month follow up and the l3 vertebra appears to be slipping back to its grade on spondy position. The rod on the right side has slipped superior to the l4 screw assembly. The rod is still captured by the l3 assembly.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.